Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +3.00+1.5/092 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. The surgeon has decided not to remove the lens and will monitor the patient.